Manufacturer narrative:
It was reported the patient was treated with antibiotics (date an duration not reported). This report is submitted on 1 march 2021.

Manufacturer narrative:
This report is submitted on 27 jan 2021.

Event description:
Per the clinic, it was reported that the receiver/stimulator was extruded and the patient experienced an infection, leading to the decision to explant the device. The device was explanted on (B)(6) 2020. There are no plans to reimplant the patient with a new device as of the date of this report.